Event description:
Clinic notes dated (B)(6) 2004, were received at the manufacture for review. They describe the patient's vns replacement surgery. The pre and postoperative diagnosis for the surgery is listed as "vagal nerve stimulator battery failure." It is unclear what this failure refers to as no additional information was provided. The explanted generator has not been returned for analysis. Per hospital policy, no information will be released.

Manufacturer narrative:
.